Event description:
During use of a prolumen, the operator felt the device get bogged down and then feel as if something broke. The operator removed the device and discovered that the tip of the device had broken off in the patient's graft. The broken portion was removed from the patient's graft with a snare. No patient complications were reported.